Manufacturer narrative:
Section e: initial reporter information updated.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Event description:
It was reported the patient's ipg was approaching eol. A manufacturer representative was able to confirm that the patient's battery voltage is at 2.74v. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.